Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had audio/beep anomaly. Customer's blood glucose was 137 mg/dl. The customer stated an alarm did not occur prior to the constant tone. The customer stated that the alarm did not clear by pressing esc/act. The customer was advised to remove the battery for five minutes and insert a new battery. Customer stated that the constant tone disappeared. The customer was assist with rewind the device and with reprogramming the pump (time/date). The customer was assisted in performing self-test and it passed. The customer was advised to monitor the insulin pump.